Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed, which identified no other incidents from this lot, for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.

Event description:
It was reported that during preparation of the 3.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc), contrast was noted to be leaking in the hub area. The bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.0mmx40mmx80cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.